Event description:
Complainant alleged that the first responders were monitoring a pt (age and gender unk) with the device in semi-automatic mode. The ECG display on the device screen indicated that the pt was presenting a ventricular fibrillation heart rhythm. The first responders attempted to defibrillate the pt, but the device screen displayed an "analysis halted" message. They then turned the device off and checked all wire and electrode connections on the device and pt, but when they turned the device on the unit continued to display the same "analysis halted" message. Because the first responders and pt were located very near the fire station, a first responder ran back to the station and retrieved the ladder co's device, and successfully shocked the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.